Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead incurred insulation damage. The physician noted the lead insulation appeared to be cut after cutting away the sutures to reposition the lead. Thus, the md decided to repair the lead with a lead repair kit and numerous subsequent lead test were stable and within normal limits. This rv lead remains in service. No adverse patient effects were reported.